Event description:
Boston scientific received information that during a pacemaker interrogation at a routine follow-up appointment, the programmer displayed a message indicating that the programmable device settings could not be interpreted, therefore the device settings will be programmed back to nominal. The field representative then tried two different programmers to attempt interrogation and the same message appeared. A fourth programmer (uploaded with an older software version) was then used to attempt interrogation and was successful allowing the previous device settings to be programmed back from nominal. Following this, the field representative attempted to interrogate the device again with a programmer loaded with the new software and no further issues occurred. It was noted that the patient's thresholds were below nominal output settings, therefore, no impact to therapy or adverse events occurred.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.